Event description:
Customer reported an issue with the passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included replacement of the cp and fe chips and the cpu board and reseating the cables. Unit was calibrated and safety tested to factory's specifications.